Event description:
Caller reported three pts who tested negative at three minutes on urine samples, but turned positive between three and a half minutes and five minutes. They did retesting and observed the same results. No quants were performed since pts were in for abortions.

Manufacturer narrative:
Lot number(s): hcg0020026. Expiration date(s): 01/2012. Control: 25miu/ml hcg urine control lot: hcg100113-01. 100miu/ml hcg urine control lot: hcg100513-01. 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. The return vial of serum specimen from customer was tested with retention device (n=1), positive result was noted in serum at the 5 minute read time. Hcg quant result was 20.4 miu/ml. When hama blocker was tested with retention device, hcg positive result was noted in serum at the 5-minute read time. This indicated that there are no hama interference. No corrective action required at this time as no product deficiency was established.